Event description:
It was reported the patient presented for a scheduled atrial lead explant procedure. The atrial lead had exhibited noise which led to inappropriate mode switching the noise was first discovered after reviewing a merlin.net transmission from (B)(6). The patient's right ventricular lead had a history of low amplitude sensing of r-waves. On (B)(6) 2017 both leads were explanted and replaced. The patient was stable before, during, and after the lead replacement. The patient would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.